Manufacturer narrative:
The tandem t:slim pump user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (bg) in the 400s (mg/dl). Customer administered a correction bolus and injection; however, customer subsequently went to the emergency room. Reportedly, cartridge uses novolog and has been in use beyond 3 days. Customer was reminded that novolog is indicated for use up to 72 hours. While hospitalized, customer was treated with zofran, insulin injections and intravenous fluids. Customer left emergency room approximately 3.5 hours later with bg levels stabilized to 240 (mg/dl). A non-tandem pump is currently being used for diabetes management until customer can meet with health care provider to discuss pump settings.